Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The reported event of damage to the system controller¿s user interface (ui) was confirmed. The reported event of a no external power alarm was confirmed via analysis of the log files. The submitted and downloaded system controller event log files contained approximately 4 days of relevant data combined (B)(6) 2024 per the timestamps). The log files captured a no external power alarm on (B)(6) 2024 from 21:06:15 to 21:06:27 due to both system controller power cables being disconnected from power. The alarm resolved once the black power lead was reconnected to a 14v battery. The system controller backup battery supported the system during the loss of external power without any issues. The log files also captured a backup battery fault alarm on (B)(6) 2024 from 11:09:13 to 17:27:34 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold on 10.2 v. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Inspection of the returned system controller (serial number: hsc-(B)(6) revealed a small puncture hole in the ui membrane near the alarm silence button. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The observed damage to the ui membrane did not impact the functionality of the ui throughout testing. During testing, multiple load tests were performed and the system controller passed each time without any issues. The root cause of the reported backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of the backup battery not passing the load test; however, the returned system controller was manufactured prior to the implementation of the CAPA. The root cause of damage to the system controller¿s ui could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-(B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault, power cable disconnect, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Additionally, the heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a backup battery fault alarm and the backup battery was changed. The yellow wrench was still illuminated on the system controller and a hole was observed on the face of the controller near the wrench icon, the cause of the damage was unknown but thought to be related to the patient falling down. A system controller exchange was performed, and log files were submitted for review. The log files confirmed backup battery fault alarms beginning (B)(6) 2024 at 5:27 which were followed by driveline disconnect alarm(s) indicative of the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.